Event description:
It was reported by the sales representative that when the surgeon impacted the insert into tibial tray, it supposed to sit in flush and won't be able to lift because it is locked. Surgeon able to lift it up using dissector with the new replacement unit. No issues were mentioned regarding the baseplate. The 4th insert was implanted successfully.

Manufacturer narrative:
An event regarding an assembly issue involving a scorpio insert trial was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material evaluation and indicated the following comments: ma: damage observed on insert consistent with explantation process. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Dimensional & functional inspection: the device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis material evaluation was completed and indicated the following comments: ma: damage observed on insert consistent with explantation process. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported by the sales representative that when the surgeon impacted the insert into tibial tray, it supposed to sit in flush and won't be able to lift because it is locked. Surgeon able to lift it up using dissector with the new replacement unit. No issues were mentioned regarding the baseplate. The 4th insert was implanted successfully.